Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): empty. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and with the orange indicator over traveled. The event could not be confirmed due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a colectomy procedure the device stuck to the tissue. It is unknown how the device was removed from the tissue. Unknown how the case was completed. There was no patient consequence.